Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. Insulin pump had stripped battery cap coin slot, minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer had inserted new battery. Battery cap had been replaced. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.